Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code).

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1(event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the reel, ac power cord, as/nzs 3112 "type I. The fse assembled and tested the function, performed est and was suitable for use. If more information is received on if the failure was reproduceable or when the event occurred this record will be reopened and updated.

Event description:
It was reported that during routine test, the cardiosave intra-aortic balloon pump's (iabp) power cord was not retracting. There was no patient involvement reported.

Event description:
It was reported that during routine test, the cardiosave intra-aortic balloon pump's (iabp) power cord was damaged. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.